Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis (dka) and hyperglycemia on (B)(6) 2018 at 12:30 p.m. The customer reported that the insulin pump stopped working. The customer reported that she had high blood glucose levels ranged from 12 mmol/l to 39 mmol/l. The customer reported that she treated herself with manual injection when she woke up with 22 mmol/l. The customer stated that she was treated with insulin drip until the blood glucose levels came down while she stayed at the hospital for nine hours. The customer stated that the infusion set was changed on yesterday morning. The customer alleged that the insulin pump under delivery the insulin because her blood glucose level was high. Troubleshooting was performed. The customer was advised to remove the infusion set. The customer stated that the drive support was normal. Customer reported that the bolus history displays all entries based on their recollection. The customer declined to check for leaks and air bubbles in the tubing. The insulin pump passed the displacement test. Product is not expected to return for analysis.